Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient sustained injuries resulting from a knee prosthesis implanted at the time of her right knee procedure performed on or about (B)(6) 2015, and revised on or about (B)(6) 2016.

Manufacturer narrative:
D10. Concomitants- logic femoral ps cem; right sz 3. Logic tibia traptray cem; sz 3f/3t. Three peg patella; 32mm. H3. Updated investigation results-the reason for the revision is most likely due to patient conditions resulting in stiffness/range of motion issues as originally reported. The alleged prosthesis wear, instability, and/or loosening could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. These devices are used for treatment not diagnosis. After investigation this case has been found to be a duplicate of an older case. The information has been added to the electronic complaint handling system for processing. Any new information will be captured and processed in this case. Information was initially reported in MFR# 1038671-2020-10284.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information.

Event description:
It was reported via legal documentation approximately 10 months after a right total knee replacement the patient underwent a right knee revision surgery. The patient experienced failure to regain full extension status post successful knee replacement. A revision operative report was provided. Post operative diagnosis noted lack of extension status post tka, right. It was noted a capsular release medial and laterally was performed. A posterior capsulotomy was performed and osteophytes along the posterior margin of the tibia was resected as well. Original polyethylene insert was explanted, and new insert was implanted and found to achieve excellent extension. No surgical or medical interventions were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b1, b2, d10, h6; clinical codes, medical device problem code, component code. Additional information fields: a2, b5, g, g2, g3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision is most likely due to patient conditions resulting in stiffness/range of motion issues as originally reported. The alleged prosthesis wear, instability, and/or loosening could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.